Event description:
It was reported that there was an overstimulation sensation. It was noted that this had occurred 5-6 days prior to this report. Patient had met with the manufacturing representative to review recharging and discussed overstimulation but could not remember what was said; it was noted this was on the friday prior to this report, (B)(6). Following a position change of turning her head to the right, sitting down in a chair or sitting down/leaning back on couch the patient had overstimulation and it would stay at higher setting. There was no known accident or incident related to this event. Patient symptoms were on the right side. It was noted that the patient was initially at 7.70v and patient tried to decrease the day prior to this report but it was not working so the patient shut it off. Patient was able to successfully decrease and reported the stimulation was feeling better when she moved into the different postures. Patient was not aware if she had more than one group. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4) implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).